Event description:
Customer alleges discrepant results with meter and the lab: date: (B)(6) 2011, inratio: 2.1. Date: (B)(6) 2011, inratio: 7.5, lab: 4.1. Pt's target therapeutic range is 2.5-3.5.

Manufacturer narrative:
Pending.